Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): not infused correctly: the pt shall have glukophos in nac1 through the infusion pump during the evening and night. The nurse can see that it looks like that the infusion is ongoing with 15 ml/h and that the infusion is registered into the pt data monitoring system. After a few hours, the nurse notes that almost all of the liquid is still there. This infusion pump has not infused during the night between (B)(6) 2012. [. . .] The nurse that started the infusion had seen that the pump started. The pump has not alarmed. Please observe that the pump shows another time (summer/winter time) the pump is changed and the pt receives the medicine without problems. During all the time the pump has been connected to the pt data monitoring system and information, 15 ml/h has been noted 2 times/h as it should.

Manufacturer narrative:
Exemption number (B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4). The device is currently shipping from (B)(6) to bbm laboratory in (B)(4) for investigation. A follow-up report will be provided after the inspection results are available.